Event description:
The hcp reported, the pt has been experiencing issues with lack of pain control - increased pain in the lower extremities noted with higher doses of morphine greater than 10mg/day. The pt had been diagnosed with an inflammatory mass "awhile ago and was sent to a neuro surgeon who recommended having both it and the catheter removed." The pt has refused to do that. The pt had been made aware of the risk as of 04/05/2006. The morphine has been decreased to 8mg/day and the hcp is trying alternative medications. The pt has been referred back to the neurosurgeon for evaluation.